Event description:
It was reported bd max¿ enteric parasite panel false positives results occurring on the enteric parasite panels. No injuries reported. The following information was provided by the initial reporter: they are seeing an increase in false positive results for giardia.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 1245512. D4. Medical device expiration date: 04-jan-2023. H4. Device manufacture date: 02-sep-2021. D4. Medical device lot#: 2004508. D4. Medical device expiration date: 13-may-2023. H4. Device manufacture date: 04-jan-2022. D4. Medical device lot#: 2117088. D4. Medical device expiration date: 18-nov-2023. H4. Device manufacture date: 27-apr-2022. D4. Medical device lot#: 2172819. D4. Medical device expiration date: 16-dec-2023. H4. Device manufacture date: 21-jun-2022. D4. Medical device lot#: 2203859. D4. Medical device expiration date: 20-jan-2024. H4. Device manufacture date: 22-jul-2022 . D4. Medical device lot#: 2285864. D4. Medical device expiration date: 17-mar-2024. H4. Device manufacture date: 12-oct-2022.

Event description:
It was reported bd max¿ enteric parasite panel false positives results occurring on the enteric parasite panels. No injuries reported. The following information was provided by the initial reporter: they are seeing an increase in false positive results for giardia.

Manufacturer narrative:
H6 investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric parasite panel assay (ref# 442960) from multiple lots 1245512, 2004508, 2117088, 2172819, 2203859, 2285864 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max¿ enteric parasite panel assay indicated that these lots were manufactured according to specifications and met performance requirements. Customer reported 12 discrepant samples with the bd max¿ enteric parasite panel assay. The samples gave giardia positive results with the bd max¿ enteric parasite panel assay but when retested from the same sbt, they gave negative results. Moreover, negative results were obtained with hematoxylin slide by microscopy. The database from instrument (B)(6) were received for investigation. The 12 discrepant samples identified by the customer were tested using 6 different bd max¿ enteric parasite panel kit lots. Therefore, no specific kit lot was identified as potentially being the cause of the discrepancies. Since the database provided included runs until 2023-01-10 (run 6582), and the samples tagged by the customer were tested in runs 6055 to 6656, some of the runs were not found in the database. Overall, 7 out of the 12 samples mentioned by the customer could be analyzed. Manual pcr curve adjudication was conducted across the 7 discrepant results. Analysis of the pcr curves of one sample in run 6055, position a8 show a true but late amplification of the g. Lambia target (in fam channel) and no anomaly was observed in the other channels. For the 6 other samples found in the data (6245 a8, run 6369 a10, run 6435 b8, run 6487 b4, run 6494 b8 and run 6496 a2), unusual curves and step dislocations were observed in the raw pcr signal of every channel, generating a positive result for the glamb target. It is unlikely that such step dislocations are due to true amplification. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for aberrant curve geometry is a conservative assessment of the data. Overall, among the 7 samples analyzed, 1 was appears to be a true positive sample and 6 were positive results associated with abnormal curves. It is to be noted that an instrument complaint was opened on (B)(6) and is being investigated. The investigation does not suggest any reagents issue. There is no indication of an increase in complaints for discrepant results for the bd max¿ enteric parasite panel assay from lots 1245512, 2004508, 2117088, 2172819, 2203859, 2285864. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. H3 other text : see h.10.

Event description:
It was reported bd max¿ enteric parasite panel false positives results occurring on the enteric parasite panels. No injuries reported. The following information was provided by the initial reporter: they are seeing an increase in false positive results for giardia.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.